Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to cystocele and sui. It was reported that following insertion the patient experienced urine retention and recurrent incontinence, bladder infections, many of them, development of cyst on urethra which was taken out; the development of chronic pain that culminated with patient having a removal surgery in 2006, general pain, emotional pain and painful sex, leading to another procedure. It was reported that patient underwent a mesh revision on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent excision of previous vaginal sling on (B)(6)2006 by (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.